Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was explanted and replaced. High impedances were still present following the procedure. The physician may seek further intervention in the future.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing ineffective therapy. Surgical intervention is anticipated to address the issue.